Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the Other -off label location which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026 The patient removed sensor after experiencing discomfort at the insertion site (redness, pain, burning). When she removed the sensor, she had developed a skin infection at the insertion site. She had a video call with her HCP and determined she had an infection and prescribed oral antibiotic (Augmentin) which she took for 3 times a day for 10 days and infection healed fine. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.